Event description:
It was reported that a balloon rupture and shaft break occurred. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. During insertion the balloon ruptured as blood was observed within the inflation device. When attempting to remove the emerge balloon the shaft detached. Another balloon catheter was used to trap the wire part of the emerge balloon catheter and the detached shaft was retrieved from the patient. The procedure was completed with another balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 50.2cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube and shaft. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and had contrast. A touhy was attached to the separated end of the distal portion of the device, then attached to an inflation device filled with water and was inflated to rated burst pressure. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues. Product analysis did not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues. The reported separation was confirmed as the hypotube of the device was separated.

Event description:
It was reported that a balloon rupture and shaft break occurred. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. During insertion the balloon ruptured as blood was observed within the inflation device. When attempting to remove the emerge balloon the shaft detached. Another balloon catheter was used to trap the wire part of the emerge balloon catheter and the detached shaft was retrieved from the patient. The procedure was completed with another balloon catheter. No patient complications were reported.